Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eight of the devices were not returned by the user facility. Evaluation for the other 3 is anticipated but has not yet begun. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, in which the device broke. There was patient involvement in all 11 reported events; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 8 of 11 reported devices are in scope of recall z-2238-2016. Four devices were received for evaluation; 4 events were confirmed during testing. Two devices were found to be affected by a variation in flute geometry. Two devices were found to be fractured with no definitive cause identified. This device is not repairable and was not returned to the user facility.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, in which the device broke. There was patient involvement in all 11 reported events; no patient impact.